Event description:
Another MFR's stent was pre-mounted on this balloon catheter. During advancement of the balloon catheter, the stent slipped proximally onto the balloon catheter shaft. The balloon and stent were pulled back toward the puncture site where the balloon was maneuvered back into the stent within the vessel. The procedure was successfully completed with this balloon catheter and stent. There were no pt complications involved. The device was destroyed by the user facility. Therefore, no failure analysis was available. No malfunction of the device was noted. It was indicated this device was used to expand another MFR's stent in the vasculature. This is a non-indicated use of this device. Directions for use state: balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Certain sizes of the balloon dilation catheter are also indicated for deployment of the device and the balloon- expandable stents for the biliary system.. Any use for the procedures other than those indicated in these instructions is not recommended.